Event description:
A report was received that the pt was unable to feel stimulation. The pt had to increase the stimulation and it began to feel as if the stimulation was "shorting out". A bsn representative assessed that the loss of stimulation was due to progressively increasing numbers of high impedance contacts on the paddle lead. A revision surgery has been recommended to replace the lead.